Event description:
The pt reportedly was making slower progress then expected while using the device. The pt was seen at the ctr for evaluation. Programming adjustments were made. However, the reported problem was not resolved. The pt was seen by a co rep for device evaluation. Testing performed confirmed that the device was functioning. Programming recommendations were made. It was recommended that the pt have a CT scan. The pt continued to be monitored by the ctr. However, a decision was made to explant the device. Surgery to explant the pt's device has been scheduled.